Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0013090696 was returned and analyzed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 (indicating that there was an electrical current error). Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #e9 wire. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components and an electrode wire #e9 was observed to be broken. During inspection of the shaft segm ent, an electrode wire was observed to be charred. In conclusion, the reported issue (noise) was not confirmed through analysis. The catheter failed the return product inspection due to a charred electrode wire in the shaft region and an electrode wire to electrode detachment in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after inserting the catheter noise occurred at positions 8-9. The catheter interface cable (cic) was reconnected and replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.